Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A pt with end stage renal disease (esrd)on peritoneal dialysis therapy reported to technical support during a call that he had been treated with antibiotics for peritonitis. The pt's cat had punctured the tubing. The pt was made aware that best practice was to avoid having the cat near set-up. The pt's nurse confirmed this had occurred more than once.

Manufacturer narrative:
There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of peritonitis. There is no documentation in the medical record that indicates a causal relationship between the patient peritoneal dialysis solution and the peritonitis. Medical records and patient's conversation reveal that the patient's peritonitis occurred from his cat puncturing his peritoneal dialysis tubing during dialysis. Medical records reveal the patient was re-instructed on proper masking, hand washing and sources of contamination in peritoneal dialysis. Medical records reveal the patient received instruction at the dialysis clinic to keep cats out of the room when he is making connections and disconnecting, and also to ensure that the cats are away from his supplies and not puncturing tubing while he is getting treatment. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
Based on the 16 pages of medical records info, it appears that this 49 year old patient presented to the hospital on (B)(6) 2015 with abdominal pain. The patient was diagnosed with peritonitis. Patient was administered peritoneal antibiotics and discharged (B)(6) 2015. Patient was instructed to follow up with the dialysis clinic. Patient presented to the dialysis unit on (B)(6) 2015 for cloudy peritoneal dialysis fluid. Patient was administered intraperitoneal antibiotics. Call placed to the patient regarding the incident. Patient confirmed his prior case of peritonitis was around (B)(6) 2015 and had resolved with antibiotics and no hospitalization. Medical records reveal patient was kept in the hospital overnight for peritonitis treatment. The patient confirmed it was due to his cat puncturing the tubing. The patient was made aware best practice is to avoid having cat near set-up. The patient stated this happened before with his cat and he contracted peritonitis. According to the peritoneal dialysis registered nurse (pdrn), the patient had experienced a similar situation before where he had been diagnosed with peritonitis due to his cat. Medical records reveal the patient was placed on calcium acetate after the hospital admission and diagnosis of peritonitis. There is no documentation that the patient was receiving calcium acetate prior to hospitalization.